Manufacturer narrative:
This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #: 3003775186-2023-00150). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
A balloon was unable to dilate and cross over a 99% occluded, heavily calcified, tortuous lesion in the mid right coronary artery (rca). Dilation attempts were made with a 1.0mm balloon and a 2.0mm balloon, which led to both balloons rupturing. There were dissections observed proximal to the lesion. The physician decided to proceed with the atherectomy procedure and used a guideliner to protect the dissection area. A diamondback 360 coronary orbital atherectomy device (oad) was used for three low-speed treatments when the oad crown jumped, and a perforation of the mid rca was observed. Stenting and prolonged balloon tamponade were performed. A small pericardial effusion was noted as well, and a pericardiocentesis was performed removing 40cc of fluid. The patient remained stable and was monitored overnight. The following day, an angiogram was performed revealing the formation of a large pseudoaneurysm at the site of the perforation. The patient was transferred to another facility for placement of a covered stent; however, the facility was unable to wire the vessel which led to the patient undergoing bypass surgery. The physician noted the atherectomy procedure in the presence of dissection likely resulted in the perforation. The patient was in stable condition.